Event description:
It was reported by a user facility that the saline bag was observed to have back-filled during the recirculation mode. The biomedical technician pulled the machine service and inspection. The biomedical technician stated that replacing the air separator cap chamber resolved the reported issue. The o-rings and the air separator cap were replaced. There was no pt involvement.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and typically not during dialysis mode. The saline bag refilling with dialysate was generally observed visually during recirculation. There have been no adverse events associated with the reported issue. The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances discovered during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.